Manufacturer narrative:
Device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was 109 mg/dl. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the center button did not always respond. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. Customer stated the issues frequency was often especially when she was trying to give herself a bolus. Customer stated that they had to click the menu button 3-4 times to get it to work when asked to go into the menu. The insulin pump will be returned for analysis.